Manufacturer narrative:
The reliability analysis inspected 1 opened and or used sensor and found sensor broken. The broken part was missing and it was unable to be confirmed that the customer received sensor damaged due to customer returning sensor opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues with their sensor and blood glucose readings, and lost sensor. The customer's blood glucose level at the time of incident was 217mg/dl. Troubleshoot was conducted, and the sensor cannula was found to be bent in half. The customer was advised the sensor would be replaced and need to be returned for analysis.